Event description:
It was reported that the patient presented for an in-clinic follow up. Upon review, it was noted that the pacemaker exhibited episodes of over-sensing due to crosstalk and fusion/pseudo-fusion. The patient's medication was adjusted. Patient was in stable condition.